Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a breakage of the electronic board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing. Upon evaluation of the returned device e218 scope error due to breakage of the electronic board was noticed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the endoeye flex deflectable videoscope exhibited image blackout. The event occurred during a thoracoscopic therapeutic surgical procedure. It was reported that the procedure was completed using a similar device. Upon inspection and testing of the returned device, the scope exhibited e218 scope error. There was no report of patient harm or user injury associated with this event.